Event description:
A mediport for chemo administration was implanted. Three months later, the patient was admitted with fever, rash and nausea/vomiting. X-rays revealed a retained guide wire. When the wire guide was removed surgically it was found that the intraluminal wire had breached the wall of the catheter, lodging in the subcutaneous tissues with minor leakage of chemo medications into that area.